Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant falsely low potassium result. Quality control (qc) results were within range, before and after the sample was run. A siemens customer service engineer (cse) called the customer to follow up. The customer ran other samples on the day of event and no other discordant results were obtained. The cause of the discordant potassium result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.